Event description:
It was reported that a patient presented with atrial over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.

Event description:
New information received notes that in-clinic presentation, no intervention was performed. The patient was stable without symptoms and no impact to device due to over-sensing was noted.